Event description:
It was reported by a nurse that a vns patient had died. The nurse did not have any further information at the time of report. Follow-up was made by a company representative with the nurse. Information received indicated the patient had died from a seizure. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.